Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized on 04/04/16 with a blood glucose level of over 600 mg/dl. The customer stated that they felt symptoms of nausea and unable to focus. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with troubleshooting but the customer's insulin pump failed the high pressure test twice. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The boluses were delivered and properly recorded in history and daily totals. No delivery anomaly was noted. The insulin pump was functioned properly. The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.